Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cramp in lower abdomen, pelvic pain, multigravida (3), parity 3, intermenstrual bleeding, prolonged heavy periods and chronic cervicitis. Current weight: 186lbs. Previously administered products included for an unreported indication: contraceptives and doxycycline. Concurrent conditions included overweight (bmi 28.17), excessive menstruation, uterine bleeding, abdominal pain lower, squamous cell metaplasia, constipation, anxiety, depression, difficulty sleeping, genital bleeding, uterus enlarged, endometriosis, urinary frequency, bloating, pain and abdominal pain. Concomitant products included estradiol since 2017 and oral contraceptive nos. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes/hot flashes"), nausea ("nausea"), migraine ("migraine / headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and mood swings ("mood swing"). In 2010, the patient experienced depression ("depression,/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), sleep disorder ("sleep issues") and mental disorder ("psychological or psychiatric problems condition") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (partial), salpinghingectomy and oophorectomy (bilateral), several exploratory scopes). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, vulvovaginal pain, allergy to metals, depression, hot flush, weight increased, nausea, mood swings, migraine, female sexual dysfunction, fatigue, sleep disorder, mental disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, mental disorder, migraine, mood swings, nausea, pelvic pain, sleep disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2010, (B)(6) 2017. Date leave began: (B)(6) 2010. Date leave ended: 2010. Reason: recovery from hysterectomy. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: recovery from surgery. Date leave began: 2009. Date leave ended: 2010. Reason: unable to work due to pain from essure. Surgery (other): several exploratory scopes. Current weight 186 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Plaintiff received treatment for psych injury. Most, if not all symptoms- decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Gynaecological examination - on an unknown date: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Pathology test - on an unknown date: gross description: there appears to be a fragment of fallopian tube attached to the specimen. There is a metal wire within the fallopian tube. No lesions are identified within the myometrium. Representative sections are submitted in three cassettes final diagnosis: uterus and cervix, robotic assisted hysterectomy: cervix with chronic cervicitis and squamous metaplasia with inflammatory atypia secretory pattern endometrium fragment of benign fallopian tube. Lot number: 20208777 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included obesity, cramp in lower abdomen, pelvic pain and vaginal pain. Concomitant products included estradiol since (B)(6) 2017. In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), depression ("depression,/psych injury"), mood swings ("mood swing") and migraine ("migraine / headache"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpinghingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, vulvovaginal pain, allergy to metals, depression, hormone level abnormal, the last episode of weight increased, nausea, mood swings and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received- new events added- mood swings, migraines/headaches, nickel allergy, vaginal pain, weight gain and she did not undergo confirmation test were added. Psych injury was updated into depression. Reporter and patient demographic details added. Concomitant drugs was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cramp in lower abdomen, pelvic pain, multigravida (3), parity 3, intermenstrual bleeding, prolonged heavy periods and chronic cervicitis. Current weight: 186lbs. Previously administered products included for an unreported indication: contraceptives and doxycycline. Concurrent conditions included overweight (bmi 28.17), excessive menstruation, uterine bleeding, abdominal pain lower, squamous cell metaplasia, constipation, anxiety, depression, difficulty sleeping, genital bleeding, uterus enlarged, endometriosis, urinary frequency, bloating, pain and abdominal pain. Concomitant products included estradiol since 2017 and oral contraceptive nos. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes/hot flashes"), nausea ("nausea"), migraine ("migraine / headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and mood swings ("mood swing"). In 2010, the patient experienced depression ("depression,/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), sleep disorder ("sleep issues") and mental disorder ("psychological or psychiatric problems condition") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (partial), salpinghingectomy and oophorectomy (bilateral), several exploratory scopes). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, vulvovaginal pain, allergy to metals, depression, hot flush, weight increased, nausea, mood swings, migraine, female sexual dysfunction, fatigue, sleep disorder, mental disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, mental disorder, migraine, mood swings, nausea, pelvic pain, sleep disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2010, (B)(6) 2017, date leave began: (B)(6) 2010, date leave ended: 2010, reason: recovery from hysterectomy. Date leave began: (B)(6) 2017, date leave ended: (B)(6) 2017, reason: recovery from surgery. Date leave began: 2009, date leave ended: 2010, reason: unable to work due to pain from essure. Surgery (other): several exploratory scopes. Current weight 186 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Plaintiff received treatment for psych injury. Most, if not all symptoms- decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Gynaecological examination - on an unknown date: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2019-04197) from to which all information was transferred to this case (us-bayer-(B)(4)), then duplicate record # us-bayer-(B)(4) will be deleted. New: further lawyer reporters added. Medical records were received. Medical history / drug history/ concomitant drugs added (previously only cramp in lower abdomen, pelvic pain, overweight reported). Events added: hormone level abnormal, mental disorder. Treatment procedure oophorectomy added. Reporter's comment amended. Test section amended with gynecological examination and pathology test. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included cramp in lower abdomen and pelvic pain. Concurrent conditions included overweight. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes/hot flashes"), nausea ("nausea"), migraine ("migraine / headache"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy") and mood swings ("mood swing"). In 2010, the patient experienced depression ("depression,/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and sleep disorder ("sleep issues") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpinghingectomy (bilateral), several exploratory scopes). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, vulvovaginal pain, allergy to metals, depression, hot flush, the last episode of weight increased, nausea, mood swings, migraine, female sexual dysfunction, fatigue and sleep disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, migraine, mood swings, nausea, pelvic pain, sleep disorder, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Most, if not all symptoms- decreased. Current weight: 186lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received- lot number was added. New events apareunia (inability to have sexual intercourse), fatigue and sleep disorder were added. Event hormonal changes updated to hot flashes. Patient's weight was updated. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy post-essure"), psychological trauma ("psych injury") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, allergy to metals, psychological trauma, hormone level abnormal, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, hormone level abnormal, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, nickel allergy post-essure, psych injury, weight gain, hormonal changes, nausea. Essure implant and explant date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.